Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4,h6: part number: 04.019.000s. Lot number: 8894p05. Manufacturing site: mezzovico. Release to warehouse date: 14 jan 2024. Expiration date: 01 jan 2034. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent orif with multiloc nail implant for humerus surgical neck fracture. After tightening at proximal and distal area, an endcap was tried to be inserted, but it was unable to be. While checking with arthroscopic and image intensifier, insertion action was tried again, but the situation was same as negative. For about 20 minutes, insertion action was tried while adjusting orientation or angle, but it was impossible. Insertion action ended up being abandoned. Whenever insertion action was tried, objects like metal shavings came out from the endcap. They appear to be on arthroscopic but appear not to be on image intensifier. They seemed like fraction amount, so they were judged as no harms for the patient. Normal saline solution for arthroscopic was used to wash. The surgery was completed within additional 30 minutes. No further information is available. This report is for one multiloc end cap f/multiloc hn/phn exten. This is report 1 of 1 for complaint (B)(4).